Event description:
Health professional reported a lap-band port was leaking where the tubing connected with the band. The patient came in for a fill and the doctor discovered that the band was not as full as it should have been. An x-ray was performed on the patient and it was confirmed that the omnipaque was leaking. A replacement port was used.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."